Event description:
Device 1 of 2: reference MFR report # 1627487-2012-00330. It was reported the pt (B)(6) was without stimulation. A diagnostic test revealed low impedance readings. Efforts to resolve this matter via reprogramming were unsuccessful. Surgical intervention was undertaken to replace the pt's ipg; during the procedure, a lead break was detected which resulted in high impedance measurements on all lead contacts. A subsequent surgery will be scheduled to replace the pt's leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.